Event description:
It was reported that a hair was found in the kit (prior to open). Kit was not used.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2821 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair in the package tray was confirmed; however, the root cause was not identified. The product returned for evaluation was one plastic catheter tray. The returned sample comprised approximately half of the formed plastic tray. The lidstock and tray components were not returned. A clear adhesive dressing was attached to the tray. A long hair-like fiber was observed between the tray and the adhesive dressing. Microscopic inspection of the fiber confirmed that it appeared consistent with hair. What appeared to be a hair was observed on the formed plastic tray; however, the opened state of the outer packaging prevented determination of when/how the hair was deposited on the lidstock. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The root cause of the hair in the kit could not be determined without evaluation of a sealed kit; however, the reported event has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
It was reported that a hair was found in the kit (prior to open). Kit was not used.